Event description:
International affiliate reported that the device failed to drain upon activation. A new reservoir was used and normal drainage was obtained.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.